Event description:
It was reported to philips that the system could not start up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by manually switching on the host pc. The philips field service engineer (fse) visited system onsite and confirmed that the system was not turning on automatically. Upon troubleshooting actions, the fse found host pc startup failure. To resolve the issue, the fse reseated the cables and changed the parameters, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.